Event description:
Clinic notes for the vns patient¿s office visit on (B)(6) 2014 were received. The notes indicate that the vns patient¿s seizures had worsened and that the patient had seven seizures in the past two weeks prior to the office visit. It was noted that the patient¿s generator had very low battery life remaining and needed to be replaced. The physician stated that the delayed replacement was contributing to the patient¿s seizures. The patient reported that magnet mode stimulation was no longer as strong as before. Based on the initial report, the patient¿s generator appeared to be at end of service. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014 and that the patient's device showed a near end of service condition. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the generator would not be returned for analysis because a signed release from the patient was not obtained.